Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the reported incomplete coaptation and image resolution poor were due to patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a flail. It was noted that imaging was difficult due to the patient anatomy. One clip was deployed without issues. To further reduce mr, an ntw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.